Event description:
During remote follow-up, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead damage was suspected. During revision, rv lead damage due to friction with the device can was confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.